Event description:
During a shoulder arthroscopy procedure using the bioraptor 2.9 with 2 ultrabraid it was reported that upon impact, the anchor came off from the inserter and broke. It was manually removed. There was less than a 30 minute procedural delay reported and a backup device was available.

Manufacturer narrative:
Although anticipated, the device has not been received for analysis. (B)(4).